Manufacturer narrative:
The patient is still on the pump at this time.

Event description:
Berlin heart was informed by the site on (B)(6) 2021 that a patient being supported with the excor pediatric vad system in the bvad configuration had developed hemolysis. The pump was making a squeaking noise in the lvad pump, but the pump was complete fill and ejection. The patient's ldh was 900, but coming down and the plasma free hemoglobin was reported as normal. The site does not want to change the pump at this time, since having a difficulty of managing the patient's anticoagulation levels, the patient is stable.